Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The single leaflet device attachment appears to be related to challenging patient anatomy/morphology (severe mitral annular calcification of the posterior leaflet, posterior flail). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had severe mitral annular calcification (mac) of the posterior leaflet and a2/p2 flail. The flail gap was less than 10 mm and the flail width was less than 15 mm. One mitraclip was implanted reducing mr to grade 2 to 3. The following day, (B)(6) 2018, an echocardiogram was performed which found the mr had returned to grade 4 and the mitraclip was only attached to the anterior leaflet. The posterior leaflet was no longer attached to the mitraclip. Another mitraclip procedure was performed on (B)(6) 2018 to treat the recurrent mr and slda. No additional information was provided.